Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of tissue damage and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported patient effect of tissue damage appears to be related to procedural conditions and likely due to the implanted clip contributing to a tear in the anterior leaflet; the reported worsening mr was likely a symptom/secondary effect to the tear in the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (cds 61214u122) is filed under a separate medwatch report number.

Event description:
This is filed to report the leaflet tear and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4+. One clip (61222u148) was implanted, reducing the mr to 1-2. On (B)(6) 2017, the patient returned with heart failure symptoms. A follow up echocardiogram was performed, and it was found that the mr had increased to 4+, and the anterior leaflet was torn at the clip. The clip was confirmed to be stable. A second mitraclip procedure was performed the same day. During this procedure, the clip delivery system (cds 61214u122) was advanced, and grasping was noted to be difficult. After a successful grasp, deployment was started. While removing the gripper line, it appeared that the clip was moving. A new anterior leaflet tear was observed. The clip was confirmed to be stable; therefore, the gripper line was removed. No further clips were attempted. The mr was reduced to 3+, and the patient was stable post procedure. No further treatment has been planned. No additional information was provided.